Event description:
The caller reported that the blood glucose device gave a lower than expected reading during a hyperglycemic event. The customer's son, who was not a diabetic, was experiencing elevated blood glucose symptom's of blurry vision, frequent urination, and fatigue. The son used the customer's aviva meter to test his blood glucose and received result of 140 mg/dl at 7:30pm. The customer's sister felt this result was too low, based on the user's symptoms, so she took him to the emergency room. Upon arrival at the hospital, the user received a blood glucose result of 485 mg/dl. The son was treated with 3 bags of unknown fluid and 1 injection of unknown insulin. A few hours later, the hospital re-tested the user's blood glucose and it was 298 mg/dl. The son was not admitted into the hospital, but was there for 4.5 hours and was released at 12:30am. Upon being discharged, he was diagnosed as a type ii diabetic and was prescribed metformin.